Event description:
Review of service data detected a reportable event. Upon service investigation of battery pack sn (B)(4), the battery pack was unable to communicate with the benchmarq. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The cause of battery pack's inability to communicate with the benchmarq was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell could not be positively identified. No adverse event resulted from the defective cells. The last pt to use this battery pack did not report any deficiencies.